Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h2 - h6. Correction: b4 - g4 - g7 - h10. DHR review: as no lot number was provided, the device history records could not be reviewed. Trend analysis: 2 similar investigated events with 10 involved products (device fracture) within last 6 months for item number 02.01362.116 have been found. However, an issue evaluation has already been initiated for the same issue, no further actions are required. Event description: it was reported that during surgery, the tip of the guide wire broke and that remained in the patient's body as the removal procedure would have needed expanded access area and obtain greater tissue damage. Review of received data: the received x-rays are undated. The review was done by dr. (B)(6). Right shoulder ap-view and slight internal rotation: broken guide wire visible at the level of the lowest screw screw. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check could not be performed as only one product has been reported. Biocompatibility specification: in accordance with iso 10993-1:2009 the ncb implants df, ph and pt are categorized as implantable devices with tissue/bone contact for more than 30 days (c - permanent). Conclusion: it was reported that during surgery, the tip of the guide wire broke and that remained in the patient's body as the removal procedure would have needed expanded access area and obtain greater tissue damage. No product was returned to zimmer biomet for in-depth analysis. However, a deep product analysis (investigation) was performed in complaint (B)(4). In that complaint 9 guide wires with the same ref were broken during the surgery. The 9 guide wires were investigation by material group. The conclusion was that a possible overload in the thread area was occurred. The investigation results did not identify a non-conformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00100.

Manufacturer narrative:
The actual device reported is not marketed in USA, but devices with similar characteristics (i.e k061211) are marketed in USA, and therefore this report was filed. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Not returned.

Event description:
It was reported that during surgery, tip of the guide wires broke and remained in the patient's body as the removal procedure would have needed expanded access area and obtain greater tissue damage.